Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted. (B)(4).

Event description:
It was reported while prepping the introducer, the physician attached a syringe to the stopcock to flush the device. He pushed forward with the syringe to flush and the pulled back on the syringe and noticed a piece of foreign material had aspirated back in the 3 way stopcock. The material reportedly was off white in color and appeared "glue like". The device was exchanged for another and the procedure was completed with no consequences to the pt.